Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and unconsciousness resulting in a hospitalization. The suspected cause of the low bg was due to accidentally entering a basal rate of nine units per hour instead of 0.9 units per hour. A glycogen drip was administered as treatment by a colleague. The low bg led to temporary slurred speech and poor kidney function. The treatment resolved the issue and the customer was discharged from the hospital on (B)(6) 2022 with no permanent damage sustained. The customer was recommended to discuss diabetes management with a healthcare provider.